Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was a time when the patient had to adjust stimulation because it was too strong. The patient also reported that when he gets into his van "it gets caught" and causes excruciating pain. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.